Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat chronic pelvic pain, menometrorrhagia, endometriosis and mesh was implanted along with the concurrent procedures of modified mccall culdoplasty. It was reported in the operative report findings of (B)(6) 2011: ¿dense adhesions between ant.abd. Wall and uterus. Adhesions between l adnexa and rectosigmoid.¿

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, fistulae, and organ perforation. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced yellowish vaginal discharge with bad odor and dysuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Event description:
It was reported that following insertion the patient experienced yellowish vaginal discharge with bad odor and dysuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.